Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) alleging a onetouch ultramini meter was displaying an error unknown message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on 07/08/2013 at an unknown time. The patient reported using no diabetes medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported at an unknown time or date she developed symptoms of ¿nausea, sweating and shaking¿ after the alleged issue occurred. The patient denied receiving any treatment due to the alleged issue. The cca was unable to assist the patient with troubleshooting since the patient did not have any testing supplies at the time of the call. This complaint is being reported because the reporter claims due to the alleged issue the patient reportedly developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.